Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device locked on tissue and was removed by use two other instrument like grasper. There was no patient injury.